Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittently that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 48 mg/dl. Customer consumed carbohydrates to address bg level. Additionally, on (b(6) 2023 the customer experienced a low bg of 26 mg/dl. Customer required assistance giving baqsimi (nasal spray) to address the bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.